Manufacturer narrative:
Additional narrative: a product investigation was conducted. Visual inspection: the 4.0mm hexagonal screwdriver (p/n: 313.93, lot number: a4jl435) was received at (B)(4). Visual examination of the returned device found two large cracks located at the handle. No other product defects were identified. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Complaint relevant dimensions cannot be taken. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: the overall complaint was confirmed for the received device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part #: 313.93, synthes lot #: a4jl435, supplier lot #: n/a, release to warehouse date: 01-mar-1999, manufactured by: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the handle of 4.0mm hexagonal screwdriver is splitting. It is unknown when and where the issue was discovered. It is unknown if there is patient or procedure involvement. This report is for one (1) 4.0mm hexagonal screwdriver. This is report 1 of 1 for complaint (B)(4).